Event description:
In 2008, the patient reported experiencing a large air bubble in her insulin cartridge after attaching the adapter. She stated that she is using a new insulin cartridge and the adapter was just changed about one week prior. She stated that she used room temperature insulin and the luer connection was secure. The patient was instructed to prime the air bubble out of the insulin cartridge. She stated that she was unable to remove it. She was advised to change the insulin cartridge and adapter. Upon follow up about one week later, the patient stated that after changing the insulin cartridge and adapter she had no further issues. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for eval.